Event description:
On (B)(6) 2012, I got breast implants at (B)(6) by dr. (B)(6). That date I got the breast implants allergan brand (inspira trx n-trx700). Since few years ago I have felt a series of physical discomforts due to the exaggerated increase from one of my breasts, fatigue and pain, although they are bearable, the discomfort is quite annoying. I have being searching and found that several women that got breast implants are having the same experience. It seems, that the breast implants got adhered to the mammary tissue producing discomfort and even, in several cases, cases of lymphomas have occurred. My doctor's recommendations - the one who's treating me, is to remove the implants and to claim allergan company warranty, that's according with what the doctor told me at the moment of the surgery (intervention), the implants had a lifetime warranty and such implants will not require to be changed in the future. The fact is that allergan company left (or stop) operations in venezuela and I could never claimed my rights as a consumer from this allergan's product. As today, I live in USA and I would like to receive more information and assistance about my case. My health and my physical well-being are compromised due to the irresponsibility of this company and I need orientation and above all a solution to my case. I will carefully wait for a response to my case.